Manufacturer narrative:
This report is being submitted under alternative summary reporting exemption e2015054. This summary report is part of the 227 pilot program. One complaint was received during this report period. It was determined to be misapplication. The reported device is labeled for single use. The device was not reprocessed and reused. No remedial action was taken.

Event description:
This report summarizes <noe> 1 </noe> malfunctioned event which are associated with the materials used to construct the cover or outer wrapping of the device.patient information was confirmed for this event. Age is (B)(6).